Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.. H6 codes: investigation conclusion - additional information.

Event description:
It was reported that alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed, and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. Receiver user profile setting high/low snooze time = 0/0. The receiver log was downloaded and reviewed finding no errors related to the complaint. The customer¿s complaint of "alert/notification settings issue" was undetermined due to the receiver passed alarm/ alert hardware testing. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings issue occurred. On (B)(6) 2024, the patient experienced a missed alert which caused the patient to lose consciousness. The day of the event the patient was at their office when they suddenly lost consciousness. The low alert was set to 90 mg/dl and the patient stated that no alerts were received. An ambulance was called by a colleague, and the patient was brought to the hospital. When a fingerstick was taken the blood glucose reading was critically low, but no specific blood glucose reading was reported. The patient was brought to the hospital and received treatment with a glucagon injection, and unspecified intravenous treatment. The patient was discharged after spending a bit over 6 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was fine. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.